Event description:
The report received from the affiliate indicates that the physician was unable to inflate the cypher sds with the indeflator when it was the time to deploy the stent in the 2nd obtuse marginal. He then used an unk instrument to "clip" the hub and was able to inflate the sds to four atmospheres to deploy the stent against the wall of the vessel. The physician then post-dilated the stent with a non-compliant balloon to fully deploy the stent. There was no report of pt injury. Per the reporting affiliate, the facility is unwilling to provide pt info. Preliminary findings upon receipt of the product indicate the hub of the sds to be cracked.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.